Manufacturer narrative:
The licox oxygen monitoring probe (product ID ip1p) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and no anomalies were found that could explain the reported event. Without actual device to analyze, complaint is unverifiable and its exact root cause could not be determined; from the available information, patient transportation led to unscrew the bolt and likely displace the probe, impairing its function. Insufficient tightening is the most likely cause of unscrewed bolt. No further investigation nor corrective action is deemed required.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after a patient with licox oxygen monitoring probe (product ID ip1p) in place returned from computed tomography at 8:00, value of ptio2 were between 12 and 15 mmhg . Values before were more than 20 mmhg. The probe was in correct location on the scan (without lesion) . The bolt was less screwed, but reactivity to hyperoxia was slow. There was no improvement even though therapies were applied to optimize the o2 rate. Possible dysfunction of the probe was suspected; however, no new lesion was observed on medical pictures. The probe was replaced with another licox and the issue was resolved. The dysfunction did not lead to adverse event, and no delay in procedure was reported.